Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor siltex round moderate profile 375cc, catalog number: 3542660, lot number: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with saline mentor siltex round moderate profile 375cc breast implants and experienced deflation on the left breast implant. The deflation was confirmed by the visual examination by the healthcare professional. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 450cc, catalog number: 3504501bc, serial number: (B)(4), lot number: 7487338 on the right breast implant and with gel mentor memorygel breast implant 450cc , catalog number: 3504501bc, serial number: (B)(4), lot number: 7451965 on the left breast implant on (B)(6) 2018. The right breast implant was intact. The patient was in a stable condition after the surgery. The patient tolerated the procedure well and was taken into the recovery room in a good condition.

Manufacturer narrative:
On 10/30/2018, it was reported to mentor that the device history record (DHR) of lot number 5639732 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/15/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.4 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).